Event description:
It was reported that during a surgical procedure, the blade broke. It was also reported that there was a few minutes delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.